Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 72r electrodes caused a rash. The patient stated that his skin was red and scaly. The patient stated that he did the time test but stopped due to the rash. The patient was advised to contact his doctor. The patient who stated that spoke to the doctor and was told to stop using the spak unit due to the irritation, nothing was prescribed or recommended. Patient sent pictures. See attachments. Patient stated the pictures are from 10/08 and it's taken until now for the rashes to disappear using cortisone. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: impact code added 4648 - insufficient information. H6: component codes added 451-electrodes. H6: clinical code added 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions added to 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the patient that the 72r electrodes caused a rash. The patient stated that his skin was red and scaly. The patient stated that he did the time test but stopped due to the rash. The patient was advised to contact his doctor. The patient who stated that spoke to the doctor and was told to stop using the spak unit due to the irritation, nothing was prescribed or recommended. Patient sent pictures. See attachments. Patient stated the pictures are from 10/08 and it's taken until now for the rashes to disappear using cortisone. No additional patient consequences have been reported.